Manufacturer narrative:
Concomitant medical products: product ID: a820, serial#: unknown, product type: software. Product ID: tm90t0, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a healthcare provider (hcp) via a company representative on (B)(6) 2019 regarding a patient receiving an unknown medication of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported the patient fell approximately three days earlier, relative to (B)(6) 2019, and was receiving the pump not found message on their personal therapy manager (ptm) handheld device. When the patient fell they had hit the pump area. Since then they were getting repeated pump not found messages. It was reviewed to have the patient follow-up with their healthcare provider to interrogate the device. Placement was reviewed with the ptm communicator. No symptoms were reported. The date (B)(6) 2019 is considered an approximate date of event (specific month and year known only). Additional information was later received from a consumer via a company representative on 2020-jan-23. The serial number of the personal therapy manager (ptm) communicator was unknown. Regarding the cause of the pump not found message, it was indicated that the patient was worried that he had broken the pump by falling on it. The patient didn¿t indicate anything about the ptm. It was noted that the patient had stated that it was sore around the pump. The patient was instructed to see the managing physician for diagnostic tests/troubleshooting and to see if the pump had flipped. It was unknown if the issue had been resolved. No further complications were reported or anticipated.